Event description:
A caller reported a malfunction on the pump. Customer¿s blood glucose (bg) level was 413 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.